Manufacturer narrative:
This left ventricular (lv) lead is not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a left ventricular (lv) lead dislodgement was suspected and confirmed by x-ray. A revision procedure ensued and the lv lead was explanted. No additional adverse patient effects were reported.